Event description:
It was reported to baxter (B)(4) that a flogard infusion pump had an f-38 alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "f-38 alarm" was confirmed during device evaluation. The root cause was due to damaged force sensing resistors (fsrs) in the tube load detection circuitry. The fsrs were replaced to resolve the reported condition.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.